Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera and the ps2 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a power supply failure error and a communication error during a case. No pt injury was reported.